Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pain"), genital haemorrhage ("abnormal bleeding (general)"), ovarian cyst ("ovarian cysts") and bipolar disorder ("bipolar disorder") in a 39-year-old female patient who had essure (batch no. 1156411) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2003 for contraception, ibuprofen for migraine, headache, menorrhagia, vaginal bleeding, genital hemorrhage, pain, abdominal pain and pelvic pain, acetylsalicylic acid (aspirine) and ibuprofen (advil) for pain, abdominal pain and pelvic pain as well as alprazolam (xanax), alprazolam since january 2017, bupropion hydrochloride (wellbutrin sr), bupropion since january 2017, quetiapine (seroquel), quetiapine since january 2017, terbinafine (lamisil) from 8-jan-2009 to 3-jul-2012 and triamcinolone acetonide from 8-jan-2009 to 17-mar-2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 day after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient experienced the first episode of weight increased ("weight gain / weight gain") and the second episode of weight increased ("weight gain / loss specify which one: weight gain"). In september 2008, the patient experienced irritability ("other injury(ies) or complication please describe: irritability"). In october 2008, the patient experienced bipolar disorder (seriousness criterion medically significant), depression ("depression / depression"), anxiety ("anxiety / anxiety") and dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"). In november 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient experienced migraine ("worsening of her migraines /migraines / headaches (event splitted for coding)"), alopecia ("hair loss"), constipation ("constipation /gastrointestinal or digestive system condition type: constipation"), vaginal infection ("chronic vaginal infection /infection (bladder/ urinary tract/vaginal) type: vaginal infection"), abdominal distension ("severe bloating / gastrointestinal or digestive system condition type: bloating"), headache ("worsening of her headaches /migraines / headaches (event splitted for coding)") and nausea ("nausea"). On (B)(6) 2010, the patient experienced fatigue ("chronic fatigue /fatigue"). On (B)(6) 2012, the patient experienced ovarian cyst (seriousness criterion medically significant). On 1-feb-2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced back pain ("lower back pain"), dental caries ("tooth decay"), breast pain ("mastalgia"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), feeling abnormal ("brain fog"), skin irritation ("skin irritation") with erythema, pruritus, blister and urticaria, bladder disorder ("bladder problems"), anaemia ("anemia"), cystitis ("chronic bladder infections"), uterine leiomyoma ("uterine fibroids"), fungal infection ("chronic yeast infections"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), rash ("rashes") and procedural pain ("pain may be due to the complicated essure implantation"). The patient was treated with surgery (bilateral salpingectomy) and surgery (laproscopic surgery to remove ovarian cysts). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, tooth disorder, the last episode of weight increased, vaginal haemorrhage and irritability had not resolved, the ovarian cyst, bipolar disorder, dental caries, breast pain, dysgeusia, dizziness, feeling abnormal, migraine, depression, anxiety, skin irritation, bladder disorder, alopecia, anaemia, cystitis, uterine leiomyoma, fungal infection, constipation, menorrhagia, vaginal infection, dysmenorrhoea, abdominal pain lower, vaginal discharge, abdominal distension, headache, dyspareunia, rash, female sexual dysfunction, nausea and procedural pain outcome was unknown and the back pain and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, back pain, bipolar disorder, bladder disorder, breast pain, constipation, cystitis, dental caries, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, genital haemorrhage, headache, irritability, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, procedural pain, rash, skin irritation, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Start date and stop date of essure was changed from 20-nov-2008- 31-aug-2017 to 28aug2008-13sep2017 respectively. Essure advanced and coil placed in right tubal ostia with 3 trailing coils on right side coil placed in tubal ostia with 1.5 trailing coils. Findings : globular irregular fibroid uterus measuring approximately 8-9 cm with an anterior fundal right sub serosal fibroid measuring approximate 4 cm. There was an additional posterior fundal left sub serosal fibroid measuring approximately 1-2 cm. There was a more posterior intramural fibroid that appeared to be approximately 4-s cm. And a right sub serosal posterior fibroid measuring approximately 3 cm. The right fallopian tube was within normal limits the right ovary was within normal limits diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on an unknown date: proper placement in fallopian tubes. Approximate weight at the time of essure placement 130.00 lbs patient used condoms from 28-08-2008 to 20-11-2008, for prevention of unwanted pregnancy. Patient took unknown drug from 13-09-2017 to present. (B)(6) 2008: hysterosalpingogram result- other (please describe) (1)proper placement in fallopian tubes. Healthcare provider tell you about your results: full occlusion of fallopian tubes. On (B)(6) 2017, CT abdomen and pelvis with contrast showed there is an enlarged heterogeneous lobular uterus which appears grossly stable in size from prior exam with the presence of bilateral essure devices. Follicular changes seen within the ovaries bilaterally. Impression: no evidence of bowel obstruction or inflammation. There is a moderately fecal filled colon. Enlarged multinodular fibroid uterus. There is trace visible aortic atherosclerotic plaque with mild ectasia of the distal aorta at the bifurcation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia, most recent follow-up information incorporated above includes: on 8-jun-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal), other injury(ies) or complication please describe: irritability, bipolar disorder and pain may be due to the complicated essure implantation. Concomitant disease added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pain"), genital haemorrhage ("abnormal bleeding (general)"), ovarian cyst ("ovarian cysts") and bipolar disorder ("bipolar disorder") in a 39-year-old female patient who had essure (batch no. 1156411 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2003 for contraception, ibuprofen for migraine, headache, menorrhagia, vaginal bleeding, genital hemorrhage, pain, abdominal pain and pelvic pain, acetylsalicylic acid (aspirine) and ibuprofen (advil) for pain, abdominal pain and pelvic pain as well as alprazolam (xanax), alprazolam since (B)(6) 2017, bupropion hydrochloride (wellbutrin sr), bupropion since (B)(6) 2017, quetiapine (seroquel), quetiapine since (B)(6) 2017, terbinafine (lamisil) from 8-jan-2009 to 3-jul-2012 and triamcinolone acetonide from 8-jan-2009 to 17-mar-2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 day after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient experienced the first episode of weight increased ("weight gain / weight gain") and the second episode of weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2008, the patient experienced irritability ("other injury(ies) or complication please describe: irritability"). In (B)(6) 2008, the patient experienced bipolar disorder (seriousness criterion medically significant), depression ("depression / depression"), anxiety ("anxiety / anxiety") and dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient experienced migraine ("worsening of her migraines /migraines / headaches (event splitted for coding)"), alopecia ("hair loss"), constipation ("constipation /gastrointestinal or digestive system condition type: constipation"), vaginal infection ("chronic vaginal infection /infection (bladder/ urinary tract/vaginal) type: vaginal infection"), abdominal distension ("severe bloating / gastrointestinal or digestive system condition type: bloating"), headache ("worsening of her headaches /migraines / headaches (event splitted for coding)") and nausea ("nausea"). On (B)(6) 2010, the patient experienced fatigue ("chronic fatigue /fatigue"). On (B)(6) 2012, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced back pain ("lower back pain"), dental caries ("tooth decay"), breast pain ("mastalgia"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), feeling abnormal ("brain fog"), skin irritation ("skin irritation") with erythema, pruritus, blister and urticaria, bladder disorder ("bladder problems"), anaemia ("anemia"), cystitis ("chronic bladder infections"), uterine leiomyoma ("uterine fibroids"), fungal infection ("chronic yeast infections"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), rash ("rashes") and procedural pain ("pain may be due to the complicated essure implantation"). The patient was treated with surgery (bilateral salpingectomy) and surgery (laproscopic surgery to remove ovarian cysts). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, tooth disorder, the last episode of weight increased, vaginal haemorrhage and irritability had not resolved, the ovarian cyst, bipolar disorder, dental caries, breast pain, dysgeusia, dizziness, feeling abnormal, migraine, depression, anxiety, skin irritation, bladder disorder, alopecia, anaemia, cystitis, uterine leiomyoma, fungal infection, constipation, menorrhagia, vaginal infection, dysmenorrhoea, abdominal pain lower, vaginal discharge, abdominal distension, headache, dyspareunia, rash, female sexual dysfunction, nausea and procedural pain outcome was unknown and the back pain and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, back pain, bipolar disorder, bladder disorder, breast pain, constipation, cystitis, dental caries, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, genital haemorrhage, headache, irritability, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, procedural pain, rash, skin irritation, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Start date and stop date of essure was changed from (B)(6) 2008- (B)(6) 2017 to (B)(6) 2008-(B)(6) 2017 respectively. Essure advanced and coil placed in right tubal ostia with 3 trailing coils on right side coil placed in tubal ostia with 1.5 trailing coils. Findings : globular irregular fibroid uterus measuring approximately 8-9 cm with an anterior fundal right sub serosal fibroid measuring approximate 4 cm. There was an additional posterior fundal left sub serosal fibroid measuring approximately 1-2 cm. There was a more posterior intramural fibroid that appeared to be approximately 4-s cm. And a right sub serosal posterior fibroid measuring approximately 3 cm. The right fallopian tube was within normal limits the right ovary was within normal limits diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on an unknown date: proper placement in fallopian tubes. Approximate weight at the time of essure placement 130.00 lbs patient used condoms from (B)(6) 2008, for prevention of unwanted pregnancy. Patient took unknown drug from (B)(6) 2017 to present. (B)(6) 2008: hysterosalpingogram: result- other (please describe) (1)proper placement in fallopian tubes. Healthcare provider tell you about your results: full occlusion of fallopian tubes. On(B)(6) 2017, CT abdomen and pelvis with contrast showed there is an enlarged heterogeneous lobular uterus which appears grossly stable in size from prior exam with the presence of bilateral essure devices. Follicular changes seen within the ovaries bilaterally. Impression: no evidence of bowel obstruction or inflammation. There is a moderately fecal filled colon. Enlarged multinodular fibroid uterus. There is trace visible aortic atherosclerotic plaque with mild ectasia of the distal aorta at the bifurcation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2018: quality department confirmed lot number is invalid - no update of ptc investigation will be performed. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pain") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure (batch no. 1156411) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2003 for contraception as well as alprazolam, bupropion, quetiapine, terbinafine (lamisil) from (B)(6) 2009 to (B)(6) 2012 and triamcinolone acetonide from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 6 months 5 days after insertion of essure, the patient experienced migraine ("worsening of her migraines /migraines / headaches (event splitted for coding)"), alopecia ("hair loss"), constipation ("constipation /gastrointestinal or digestive system condition type: constipation"), vaginal infection ("chronic vaginal infection /infection (bladder/ urinary tract/vaginal) type: vaginal infection"), headache ("worsening of her headaches /migraines / headaches (event splitted for coding)") and nausea ("nausea"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dental caries ("tooth decay"), breast pain ("mastalgia"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), feeling abnormal ("brain fog"), depression ("depression"), anxiety ("anxiety"), skin irritation ("skin irritation") with erythema, pruritus, blister and urticaria, bladder disorder ("bladder problems"), weight increased ("weight gain"), anaemia ("anemia"), cystitis ("chronic bladder infections"), fatigue ("chronic fatigue /fatigue"), uterine leiomyoma ("uterine fibroids"), fungal infection ("chronic yeast infections"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain"), abdominal distension ("severe bloating"), dyspareunia ("painful intercourse"), rash ("rashes"), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), tooth disorder ("dental problems"), weight fluctuation ("weight gain / loss specify which one") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain and abdominal pain was resolving and the dental caries, breast pain, dysgeusia, dizziness, feeling abnormal, migraine, depression, anxiety, skin irritation, bladder disorder, alopecia, weight increased, anaemia, cystitis, fatigue, uterine leiomyoma, fungal infection, constipation, menorrhagia, vaginal infection, dysmenorrhoea, abdominal pain lower, vaginal discharge, abdominal distension, headache, dyspareunia, rash, genital haemorrhage, female sexual dysfunction, ovarian cyst, nausea, tooth disorder and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, back pain, bladder disorder, breast pain, constipation, cystitis, dental caries, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash, skin irritation, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Start date and stop date of essure was changed from (B)(6) 2008 (B)(6) (B)(6)2017 to (B)(6) 2008 (B)(6) 2017 respectively. Findings : globular irregular fibroid uterus measuring approximately 8-9 cm with an anterior fundal right sub serosal fibroid measuring approximate 4 cm. There was an additional posterior fundal left sub serosal fibroid measuring approximately 1-2 cm. There was a more posterior intramural fibroid that appeared to be approximately 4-s cm. And a right sub serosal posterior fibroid measuring approximately 3 cm. The right fallopian tube was within normal limits the right ovary was within normal limits diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on an unknown date: proper placement in fallopian tubes. Approximate weight at the time of essure placement 130.00 lbs patient used condoms from (B)(6) 2008 to (B)(6) 2008, for prevention of unwanted pregnancy. Patient took unknown drug from (B)(6) 2017 to present. (B)(6) 2008: hysterosalpingogram result- other (please describe) (1)proper placement in fallopian tubes. Healthcare provider tell you about your results: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Reporter was added. Patient details,concomitant drugs, lab data and unstructured relevant tests were added. Abnormal bleeding (general), apareunia (inability to have sexual intercourse), reproductive system disorder or condition type of disorder or condition: ovarian cysts, nausea, dental problems, weight gain / loss specify which one and abdominal pain were added as events. Essure lot number was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dental caries ("tooth decay"), breast pain ("mastalgia"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), feeling abnormal ("brain fog"), migraine ("worsening of her migraines"), depression ("depression"), anxiety ("anxiety"), skin irritation ("skin irritation") with erythema, pruritus, blister and urticaria, bladder disorder ("bladder problems"), alopecia ("hair loss"), weight increased ("weight gain"), anaemia ("anemia"), cystitis ("chronic bladder infections"), fatigue ("chronic fatigue"), uterine leiomyoma ("uterine fibroids"), menorrhagia, ("abnormally heavy menstrual bleeding; prolonged and abnormal menstruation"), chronic yeast infections, constipation, chronic vaginal infection, abnormally severe menstrual pain; lower abdominal pain/ severe abdominal cramping, vaginal discharge; lower back pain, severe bloating, worsening of her headaches; painful intercourse and rashes. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dental caries, breast pain, dysgeusia, dizziness, feeling abnormal, migraine, depression, anxiety, skin irritation, bladder disorder, alopecia, weight increased, anaemia, cystitis, fatigue, uterine leiomyoma, menorrhagia, chronic yeast infections , constipation, chronic vaginal infection, abnormally severe menstrual pain; lower abdominal pain/ severe abdominal cramping, vaginal discharge; lower back pain, severe bloating, worsening of her headaches; painful intercourse and rashes outcome was unknown. The reporter considered alopecia, anaemia, anxiety, bladder disorder, breast pain, cystitis, dental caries, depression, dizziness, dysgeusia, fatigue, feeling abnormal, menorrhagia, migraine, pelvic pain, skin irritation, uterine leiomyoma, weight increased, chronic yeast infections , constipation, chronic vaginal infection, abnormally severe menstrual pain; lower abdominal pain/ severe abdominal cramping, vaginal discharge; lower back pain, severe bloating, worsening of her headaches; painful intercourse and rashes to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pain"), genital haemorrhage ("abnormal bleeding (general)"), ovarian cyst ("ovarian cysts") and bipolar disorder ("bipolar disorder") in a 39-year-old female patient who had essure (batch no. 1156411 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera on (B)(6) 2008. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2003 for contraception, ibuprofen for migraine, headache, menorrhagia, vaginal bleeding, genital hemorrhage, pain, abdominal pain and pelvic pain, acetylsalicylic acid (aspirine) and ibuprofen (advil) for pain, abdominal pain and pelvic pain as well as alprazolam (xanax), alprazolam since (B)(6) 2017, bupropion hydrochloride (wellbutrin sr), bupropion since (B)(6) 2017, quetiapine (seroquel), quetiapine since (B)(6) 2017, terbinafine (lamisil) from (B)(6) 2009 to (B)(6) 2012 and triamcinolone acetonide from (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 day after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient experienced the first episode of weight increased ("weight gain / weight gain") and the second episode of weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2008, the patient experienced irritability ("other injury(ies) or complication please describe: irritability"). In (B)(6) 2008, the patient experienced bipolar disorder (seriousness criterion medically significant), depression ("depression / depression"), anxiety ("anxiety / anxiety") and dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient experienced migraine ("worsening of her migraines /migraines / headaches (event split for coding)"), alopecia ("hair loss"), constipation ("constipation /gastrointestinal or digestive system condition type: constipation"), vaginal infection ("chronic vaginal infection /infection (bladder/ urinary tract/vaginal) type: vaginal infection"), abdominal distension ("severe bloating / gastrointestinal or digestive system condition type: bloating"), headache ("worsening of her headaches /migraines / headaches (event split for coding)") and nausea ("nausea"). On (B)(6) 2010, the patient experienced fatigue ("chronic fatigue /fatigue"). On (B)(6) 2012, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced back pain ("lower back pain"), dental caries ("tooth decay"), breast pain ("mastalgia"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), feeling abnormal ("brain fog"), skin irritation ("skin irritation") with erythema, pruritus, blister and urticaria, bladder disorder ("bladder problems"), anaemia ("anemia"), cystitis ("chronic bladder infections"), uterine leiomyoma ("uterine fibroids"), fungal infection ("chronic yeast infections"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), rash ("rashes"), procedural pain ("pain may be due to the complicated essure implantation") and panic reaction ("panic"). The patient was treated with surgery (bilateral salpingectomy) and surgery (laparoscopic surgery to remove ovarian cysts). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, anxiety, fatigue, menorrhagia, tooth disorder, vaginal haemorrhage, irritability and panic reaction was resolving, the ovarian cyst, bipolar disorder, dental caries, breast pain, dysgeusia, dizziness, feeling abnormal, migraine, depression, skin irritation, bladder disorder, alopecia, anaemia, cystitis, uterine leiomyoma, fungal infection, constipation, vaginal infection, dysmenorrhoea, abdominal pain lower, vaginal discharge, abdominal distension, headache, dyspareunia, rash, female sexual dysfunction, nausea and procedural pain outcome was unknown and the last episode of weight increased had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, back pain, bipolar disorder, bladder disorder, breast pain, constipation, cystitis, dental caries, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, genital haemorrhage, headache, irritability, menorrhagia, migraine, nausea, ovarian cyst, panic reaction, pelvic pain, procedural pain, rash, skin irritation, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Start date and stop date of essure was changed from (B)(6) 2008- (B)(6) 2017 to (B)(6) 2008-(B)(6) 2017 respectively. Essure advanced and coil placed in right tubal ostia with 3 trailing coils on right side coil placed in tubal ostia with 1.5 trailing coils. Findings : globular irregular fibroid uterus measuring approximately 8-9 cm with an anterior fundal right sub serosal fibroid measuring approximate 4 cm. There was an additional posterior fundal left sub serosal fibroid measuring approximately 1-2 cm. There was a more posterior intramural fibroid that appeared to be approximately 4-s cm. And a right sub serosal posterior fibroid measuring approximately 3 cm. The right fallopian tube was within normal limits the right ovary was within normal limits. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on an unknown date: proper placement in fallopian tubes. Approximate weight at the time of essure placement 130.00 lbs patient used condoms from (B)(6) 2008, for prevention of unwanted pregnancy. Patient took unknown drug from (B)(6) 2017 to present. On (B)(6) 2008: hysterosalpingogram result- other (please describe) (1)proper placement in fallopian tubes. Healthcare provider tell you about your results: full occlusion of fallopian tubes. On (B)(6) 2017, CT abdomen and pelvis with contrast showed there is an enlarged heterogeneous lobular uterus which appears grossly stable in size from prior exam with the presence of bilateral essure devices. Follicular changes seen within the ovaries bilaterally. Impression: no evidence of bowel obstruction or inflammation. There is a moderately fecal filled colon. Enlarged multinodular fibroid uterus. There is trace visible aortic atherosclerotic plaque with mild ectasia of the distal aorta at the bifurcation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received: new event panic were added. Event outcome of pain, abnormal bleeding, weight gain, fatigue, dental problems, irritability and anxiety were updated. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.